Event description:
The patient reported her insulin infusion device began giving her 04 (occlusion) messages on friday. She stated she changed out the batteries, piston, rod, tubing and infusion headset which cleared the error message but then she started getting it again on saturday night. She stated on sunday she bolused before eating and then received another occlusion error message. The patient said that a result her blood glucose reading was 511 mg/dl and she felt "thirsty and kind of tired." She stated her normal blood glucose is approximately 150 mg/dl, but she does not always have the control of her levels that she should. The patient said she switched to her backup infusion device and bolused 5 units of insulin which brought her blood glucose down to 92 mg/dl. During troubleshooting, the patient stated that when she received the occlusion messages she would disconnect from her infusion headset and run a bolus through the tubing which would go through without error. When advised this often suggests an issue with the set, she stated she used the same infusion headset when she connected to the backup device. The patient was instructed to insert new batteries into the primary infusion device and run an empty prime which went through without occlusion. The patient was sent all new accessories for the primary device. On follow up, the patient stated she has reconnected to her primary device and has no further occlusions since she changed out all the accessories. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.